Event description:
It was reported a pericardial effusion (pe) occurred. During a denovo pulmonary vein isolation procedure, a versacross connect kit for faradrive was selected for use. The anesthesiologist notified that the patient was requiring more pressers. The physician then cardioverted the patient, looked for an effusion with the intracardiac echocardiography (ice) catheter, and noted a large effusion when was about to exchange the ablation catheter for the mapping catheter, however after seeing the effusion, the patient was given protamine and a pericardial tap was performed. The patient was stabilized and drained about 450cc of blood, got about 400cc of that back and the effusion was back to trivial. The blood was dark red so we expect this was caused by a perforation in the right atrium or right ventricle. The patient was sent to the intensive care, still intubated, and they were discharged later on. The device is not expected to be returned for analysis (disposed). There was difficulty with the transseptal workflow; tsp was attempted twice and lost visualization of the wire while trying to reposition it. It went into the right ventricular (rv) for a few seconds and the patient went into a quick ventricular tachycardia. They returned to sinus when removed the wire. Then, transseptal attempted again and it successfully crossed. It was not clear when the pe occurred, it was a slow leak that occurred early in the case in the ra or rv, either from the cs catheter, ice catheter, or vsx wire. In the physician's opinion, it was believed that the perforation could have been by either the versacross rf wire or the ice catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Manufacturer narrative:
Due to additional information, the fields b5 (describe event or problem) and b7 (other relevant history) were updated.

Event description:
It was reported a pericardial effusion (pe) occurred. During a denovo pulmonary vein isolation procedure, a versacross connect kit for faradrive was selected for use. The anesthesiologist notified that the patient was requiring more pressers. The physician then cardioverted the patient, looked for an effusion with the intracardiac echocardiography (ice) catheter, and noted a large effusion when was about to exchange the ablation catheter for the mapping catheter, however after seeing the effusion, the patient was given protamine and a pericardial tap was performed. The patient was stabilized and drained about 450cc of blood, got about 400cc of that back and the effusion was back to trivial. The blood was dark red so we expect this was caused by a perforation in the right atrium or right ventricle. The patient was sent to the intensive care, still intubated, and they were discharged later on. The device is not expected to be returned for analysis (disposed). There was difficulty with the transseptal workflow; tsp was attempted twice and lost visualization of the wire while trying to reposition it. It went into the right ventricular (rv) for a few seconds and the patient went into a quick ventricular tachycardia. They returned to sinus when removed the wire. Then, transseptal attempted again and it successfully crossed. It was not clear when the pe occurred, it was a slow leak that occurred early in the case in the ra or rv, either from the cs catheter, ice catheter, or vsx wire. In the physician's opinion, it was believed that the perforation could have been by either the versacross rf wire or the ice catheter. It was further confirmed that a was a non-boston scientific guidewire used. No resistance was felt when maneuvering the wire. The effusion was around the rv and lv. Patient was in either an aypital flutter or atrial fibrillation, it was indicated and related to pre-existing condition.